Manufacturer narrative:
The instrument was not returned to intuitive surgical inc. (Isi) for evaluation. However, the site provided photographic images of the reported instrument involved in this complaint to isi for evaluation. Based on the photographic images provided by the site, engineering evaluation noted that the proximal clevis of the instrument had broken off from the main tube. The main tube was shown with fibers sticking out at the distal end. Engineering evaluation concluded that the damage was likely due to excess loading force applied perpendicular to the clevis and the main tube. Engineering evaluation also noted that the instrument was likely misused or mishandled. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The reporter stated that no fragments from the instrument fell into the patient. The reporter also explained that the housing of the instrument split which prevented the surgical staff from removing the instrument from the patient. The reporter stated that the cannula and instrument were removed simultaneously to allow for removal of the instrument from the patient. According to the reporter, the planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si right middle lobectomy procedure, the surgical staff noticed that the graphite housing of the cadiere forceps instrument split. The surgical staff stated that the instrument was stuck laterally and the trocar had to be removed from the patient to get the instrument out of the trocar. There was no allegation of any harm, injury, or adverse outcome to a patient.